Event description:
Subject complains of shortness of breath since a day before event date. Shortness of breath worse on event date when at 6:30 pm pt awoke with shortness of breath and chest pain on right (right upper quadrant pain). Admitted to outside hosp and then transferred to reporting facility. CT chest/thorax: pulmonary embolus within right lower lobe pulmonary artery. Segmental emboli are also identified within left lower lobe. No pleural effusions are seen. Pt able to maintain oxygenation. Pt has history of right frontal glioma, status post craniotomy and gliasite and subsequent v-p shunt for persistent subgaleal fluid collection. Subject was started on heparin with plan to switch to p.o. Coumadin.